Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient's father reported that the patient's cgm was reading both higher and lower than the patient's blood glucose meter and reported the following discrepancies: cgm was reading at 104 mg/dl and blood glucose meter was reading at 40 mg/dl, cgm was reading high and the blood glucose meter at 254 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient's father did not report any medical intervention or injuries.